Event description:
Customer alleges discrepant results with meter comparted to a different point of care (poc) meter: date: (B)(6) 2012; inratio: 1.0; md's poc meter: 1.8. Doctor likes pt's inr to be 2.4.

Manufacturer narrative:
Investigation pending.